Event description:
Chessa et al results and mid-long term follow-up of stent implantation for native and recurrent coarctation of the aorta; (B)(6) (2005) 26, 2778-2732, report a case in which 2 palmaz stents dislodged into the abdominal aorta. A third stent (with a18 mm/x0 mm balloon catheter) was deployed to stabilize the previous stents. After discussion with the parents, the procedure was aborted because they refused consent to its continuation. Three palmaz 4014 stents were used in this patient (with a gradient of 23 mmhg between the ascending and descending aorta). The first stent was mounted on a balt balloon 14 mm/40 mm and re-dilated with a 16 mm/40 mm balloon catheter. It dislodged under the lower level of the coarcted segment. A second stent with a telescopic shape was then implanted using a balt 16 mm/40 mm balloon catheter. Additional details are not available at this time.

Manufacturer narrative:
¿Chessa et al results and mid-long ¿term follow-up of stent implantation for native and recurrent coarctation of the aorta¿ european heart journal (2005) 26, 2778-2732, report a case in which 2 palmaz stents dislodged into the abdominal aorta. A third stent (with a18 mm/x0 mm balloon catheter) was deployed to stabilize the previous stents. After discussion with the patient¿s family, the procedure was aborted due to their refusal to consent to its continuation. Three palmaz 4014 stents were used in this patient (with a gradient of 23 mmhg between the ascending and descending aorta). The first stent was mounted on a balt balloon 14 mm/40 mm and re-dilated with a 16 mm/40 mm balloon catheter. It dislodged under the lower level of the coarcted segment. A second stent with a telescopic shape was then implanted using a balt 16 mm/40 mm balloon catheter. Additional details are not available at this time. The product was not returned for analysis. A DHR could not be conducted as the lot number was not identified. Without return of the device for analysis the reported ¿dislodged-in patient¿ could not be confirmed. Without further details in regard to vessel characteristics and procedural factors, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time.

Manufacturer narrative:
Please note that this event represents notification of two devices with the same catalog number that were dislodged in the patient. This article was found during a recent clinical evaluation review of this device. The citation is as follows: chessa et al results and mid-long term follow-up of stent implantation for native and recurrent coarctation of the aorta; (B)(6) (2005) 26, 2778-2732. The devices are not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.